Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to alarm normally and accurately display spco values when compared with masimo test devices. Internal inspection of the device revealed a damaged connector on the mx board. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the device is providing a reading of 4-6 compared to other masimo devices. No consequences or impact to patient were reported.